Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis confirmed that the sensitivity encoder was broken off the upper case. The sensitivity knob was missing. The main seal was bulging. The lower case was broken. The upper case was replaced, the lower case was replaced, the main seal was replaced, a new knob was installed. The device was tested and calibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken potentiometer. The epg was returned for service. No patient com plications have been reported as a result of this event.